Event description:
A report was received that the patient underwent an explant procedure due to the stimulation cutting in and out and lead migration. It was indicated that the stimulation cutting out was due to the ipg. The physician explanted everything and re-implanted the patient successfully.

Event description:
A report was received that the patient underwent an explant procedure due to the stimulation cutting in and out and lead migration. It was indicated that the stimulation cutting out was due to the ipg. The physician explanted everything and re-implanted the patient successfully.

Event description:
A report was received that the patient underwent an explant procedure due to the stimulation cutting in and out and lead migration. It was indicated that the stimulation cutting out was due to the ipg. The physician explanted everything and re-implanted the patient successfully.

Event description:
A report was received that the patient underwent an explant procedure due to the stimulation cutting in and out and lead migration. It was indicated that the stimulation cutting out was due to the ipg. The physician explanted everything and re-implanted the patient successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4) and (B)(4), description: linear st lead, 70cm model #: sc-4316, lot #: 15067690, description: clik anchor.

Manufacturer narrative:
The returned ipg passed electrical, performance, photographic and visual imaging tests performed. It was determined that when the leads are misaligned in the ipg header and soaked in saline solution, a capacitive connection can be created, instead of a mechanical connection. This can result in what appears to be normal impedance reading numbers, but they are not necessarily true or accurate due to the capacitive connection. Under normal circumstances, while following correct usage guidelines, the ipg exhibits normal device characteristics. The complaint of intermittent stimulation was related to the lead not being fully inserted into the ipg header.

Event description:
A report was received that the patient underwent an explant procedure due to the stimulation cutting in and out and lead migration. It was indicated that the stimulation cutting out was due to the ipg. The physician explanted everything and re-implanted the patient successfully.